Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. Vessel morphology is unknown. It was reported from the consumer that there was an unknown type of endoleak related to the stent graft. It was reported from the physician that the pt has two large lumbar arteries, type ii endoleak. It was reported that 59 months post stent graft implant, the physician coiled the two large lumbar arteries, type ii endoleak. The pt returned 3 months later and presented with a distal type I endoleak in the left iliac limb. The physician placed one aneurx aortic cuff and one aneurx iliac limb in the left iliac limb and the distal type I endoleak was resolved. The pt returned 14 months later and the type ii endoleak returned, coming from two large lumbar arteries. The type ii endoleak has increased the aneurysm size from 5.5 cm to 6.3 cm. The physician believes that the only treatment is an open surgical repair; however, the pt has other co-morbidities that prevent the physician from performing an open surgical repair. The pt will be monitored by the physician. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Other, secondary intervention required.